Event description:
Ten months after implant, there were 'stimulation problems'. Impedances were greater than 40000 ohms on all the electrodes. The lead was 'broken' and replaced. The patient outcome was reported as 'no injury'.